Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin but had 30 units remaining within a day. The customer reported reverting back to manual injections during the event. The customer's blood glucose level was 300 mg/dl which was addressed with a manual injections. During troubleshooting with tandem technical support, cts verified a fill estimate of +240 in the pump logs, however, the customer believed that the fill estimate was inaccurate. The customer loaded a new cartridge with 120 units and received a minimum fill notification. The customer stated will use manual injections as alternate insulin therapy.